Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 300 to 400 mg/dl. The customer did not provide the symptoms regarding high blood glucose. Customer reported that there was leak at site. The customer was treated for the high blood glucose with bolus using insulin pump. The customer declined troubleshooting for high blood glucose level. Customer stated that the cannula was bent at the infusion set. Customer mentioned that auto mode was not active at the time of high blood glucose. The insulin pump was not returned for analysis.